Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
The device is being evaluated in our post market quality assurance laboratory. This product issue will be updated when evaluation is complete.

Event description:
Boston scientific received information that this system exhibited non-physiologic noise which was over sensed resulting in an untreated episode for this patient. Muscle stimulation was also observed. The patient did not recall what he was doing at that time and was not symptomatic. The noise was easily re-created during isometrics; however, there was no noise observed during pocket manipulation. The patient has sternal wires which were confirmed to be away from the electrode tip with an x-ray. A revision procedure was performed as the physician wanted to move the electrode further away from the sternal wires. The electrode and device were removed from service and replaced. No additional adverse patient effects were reported.